Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Properly seated lancet protrudes from the correctly positioned device end cap. No adverse event alleged. A request was made for the return of the device.